Event description:
Customer reportedly received results of 7.5 mmol/l and 22.9 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6).